Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been in atrial fibrillation (af) 90 percent of the time, since they have had the pacemaker. The patient also indicated that they were originally told they would have about 10 years of battery life on the device, however a device check done two weeks ago showed there would be about 4 months remaining, and this was likely due to the programming on the device. Follow-up with the clinic indicated that reprogramming was performed to increase battery longevity; no further details were given. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.